Manufacturer narrative:
Insulin pump was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unable to verify battery alarm or communication anomaly due to critical pump error alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had fluid exposure. The customer's blood glucose level was 4 mmol/l. The customer went to swimming with insulin pump on and received change battery alarm after swimming. It was also reported that the force sensor seemed broken. The insulin pump will be returned for analysis.